Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient was feeling thirsty and had frequent urination, extreme fatigue, and was nauseated. The spouse called 911. Emergency medical services (ems) arrived at the patient's house at 8:00 pm and the bg was 600 mg/dl while the cgm egv was 171 mg/dl. Ems administered IV fluids (B)(4) units of humalog. The patient was taken to the emergency room (ER) and the bg was 539 mg/dl while the cgm egv was 120 mg/dl. The patient was treated with an additional (B)(4) units of humalog and IV fluids. The patient was discharged after 3.5 hours. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1 initial reporter first name: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.